Event description:
It was reported that in clinic, the pulse generator exhibited premature battery depletion. It was noted that the device indicated to have reached elective replacement indicator on (B)(6) 2014. The device was explanted and replaced on (B)(6) 2015. The patient was in stable condition.

Manufacturer narrative:
(B)(4).